Event description:
It was reported that the insulin pump alarmed no delivery excessively after a complete set change. The customer's blood glucose was 105 mg/dl. The customer stated that she was attempting to give herself a bolus when the insulin pump alarmed no delivery. The most recent blood glucose was 81 mg/dl. Upon troubleshooting, insulin did not exit and the insulin pump alarmed no delivery during a fixed prime. The customer was advised to disconnect and reconnect the reservoir and infusion set. Insulin did not exit with a manual plunger push, and the customer reported a greater than normal resistance with the plunger push. The customer was advised to replace the infusion set and reservoir and agreed to return the supplies for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.